Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient had a partial mastectomy with biozorb placement on (B)(6) 2018. The patient developed a post operative hematoma and possible fat necrosis which was managed conservatively. Swelling and epidermalysis developed at the edge of the nipple-areolar and the skin in the area sloughed completely. The wound edges were healed with topical therapy. Fluid was expressed and cultured which grew staph epidermidis and the patient was started on keflex. No fever, redness, or tenderness were reported. The physician performed a benelli mastopexy for the first time during this procedure and it was believed that there was extensive tension on the wound area in the suture line which may have contributed to the reported symptoms.